Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. Functional test performed. Electrical safety test completed. Hipot test completed. Functional test completed. Resistance value out of specs: hand control set replaced. Motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed according to service manual motor not turning smoothly - motor replaced. Unit modified. Unit safety test performed with reference accessories. Per the input check report, the possible root causes for the defect are leaky device, short circuit in cable and motor stuck in hand piece. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the device does not turn ¿ jammed motor. No impact on the patient. Postoperatively. The procedure has been completed.

Manufacturer narrative:
Corrected data: awareness date reported on initial report as march 12, 2018 but should have been december 21, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.